Manufacturer narrative:
Onset of infection: MFR#2916596-2022-12893. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a persistent driveline infection which was positive for serratia and underwent debridement on (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6)2022, (B)(6) 2022, and (B)(6) 2022. The patient was also being treated with intravenous antibiotics and ultimately had a heartmate (hm) ii to hmii pump exchange on (B)(6) 2022. The ventricular assist device (vad) was working as intended and was not to be returned for evaluation. No additional information was to be provided by the account.